Manufacturer narrative:
Alleged failure: issue-the image is shifted up on both cameras. Update - there was partial image loss when the image was cut off. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found: the probable root cause of the issue reported could be the scope. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the image is shifted up on the camera. There was partial image loss when the image was cut off.

Event description:
It was reported that the image is shifted up on the camera. There was partial image loss when the image was cut off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.